Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that scar tissue formed at the sensor insertion site. The sensor was removed on (B)(6) 2018 due to the end of the sensor session. Patient is not sure of the timeline when the scar tissue started forming after insertion. No additional event or patient information is available.